Event description:
Partial rupture of tracker 18 occurred during embolization of left temporal to be avm. Catheter removed in total. No neurological complications. Evaluated by clinical engineering. Catheter had a hold 8 inches from distal end of catheter which allowed guidewire to exit instead of travelling to end of catheter.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, valve. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.